Event description:
Reportedly, a 3.0x12 mm xience v stent was implanted in the mid left anterior descending artery with mild calcium and tortuosity and 70% stenosis. On angiography the stent looked fine; however, when the physician was reviewing the films immediately following the case, he noticed that the distal end of the stent was not fully apposed to the vessel wall. Although the physician requested that the patient come back for additional percutaneous transluminal intervention (pti), the patient chose to go to another hospital where they underwent additional pti involving balloon dilatation of the distal end of the stent to fully appose it to the vessel wall. The patient is doing fine post procedure. They did not experience any adverse patient effects between treatments. The physician feels that the stent must have moved on the balloon before deployment and that is why the distal part of the stent was not fully expanded or apposed to the vessel wall during deployment. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment, stent uniformity of expansion and stent dislodgement. There was no device malfunction reported during the index procedure indicating the stent was successfully and properly implanted. During first review of the angiography by the physician, the stent appeared to be ok; however, upon review following the case the physician noticed the stent was not fully apposed. The patient opted to have percutaneous transluminal intervention (pti) balloon dilatation performed at another hospital to treat the mal apposed stent. It should be noted that the electronic xience v instructions for use stated that all efforts should be taken to assure that the stent is not under dilated. Additionally, the physician commented that the stent must have moved on the balloon prior to deployment and resulted in the mal apposed stent. The device was not returned for analysis and may have assisted in the investigation. Although a conclusive cause for the reported difficult to deploy and unstable stent could not be determined, the stent appears to have deployed successfully in the target lesion suggesting the stent did not move and there is no indication of a product quality deficiency. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents reported for this lot. Based on the investigation, there is no indication of a product quality deficiency.